Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and taken to the hospital due to low blood glucose on (B)(6) 2017 with blood glucose of 38 mg/dl at the time of the incident. The customer was at 455 mg/dl at the time of the call. The customer was given d50 and glucagon to treat for the low. The customer experienced symptoms such as feeling sick. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed for the low as the customer declined. Customer also complained of sensor glucose versus blood glucose differences. The insulin pump will not be returned for analysis.